Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 8709sc, lot# n169798023, implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n171402, implanted:(B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that the pump was "in there funny/positioned funny". Everyone reportedly "always had a hard time refilling the pump". It was reported that this started when the pump was implanted on (B)(6) 2009. At a pump refill on (B)(6) 2014, 900mg of morphine went through the patient's system. Specifically a pocket fill/drug went into the patient's tissue area, around the pump. No furtherinformation was reported. Additional information regarding any symptoms experienced, circumstances that lead to the issues, and a resolution to the issues were requested. If additional information is obtained, a follow-up will be submitted.